Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2022-00398, 3014334038-2022-00188 a facility reported a cerelink sensor (ID 826851) was placed with no issues and then suddenly negative drift occurred (-45). Medical staff tried a new sensor (ID 826851) presenting the same monitor reading (ID 826820). A new cerelink monitor was used and the message was, sensor could not be zeroed. After restarting the monitor and reconnect and connect the cables again it worked.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action has been opened to further investigate failures for the cerelink product family. Additional root cause will be investigated under this action.

Event description:
N/a.